Event description:
The covidien representative in (B)(4) received a report that the customer stated "the balloon is deflating; the patient was in the ICU". The patient required a non-routine replacement of the tube. The tube was discarded.

Manufacturer narrative:
The reported tube was discarded and, therefore, was not available for investigation. A review of the reported lot's device history record found there were no non-conformances in this lot during the manufacturing process. Without the sample the failure mode cannot be confirmed. The device in the incident is not distributed in the united states, however, the hilo endotracheal tube is of essentially identical design and is distributed in the united states. The 510k number for the hilo endotracheal tube is k871204.